Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high capture thresholds and high defibrillation impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.